Manufacturer narrative:
Intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, analysis of returned product revealed that the device has the string damaged, it was observed the damage located before the first ring. Laboratory analysis was able to confirm the reported clinical observation of tip damaged.

Event description:
It was reported that during an ablation procedure to treat a right atrial tachycardia in the cavotricuspid isthmus (cti), an intellanav stablepoint open-irrigated catheter was selected for use. Preparation was performed in the recommended way. Inserted catheter into the right atrium (ra) and mapped the ra, then ablation of the cti was performed. After several ablations, the physician pulled the catheter out to introduce a non-boston scientific steerable sheath. When entering the ra, the tip of the catheter got an abnormal curve and was not able to ablate anymore. Physician pulled out the catheter from the patient and noticed the tip had a physical fracture. Catheter was then replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat a right atrial tachycardia in the cavotricuspid isthmus (cti), an intellanav stablepoint open-irrigated catheter was selected for use. Preparation was performed in the recommended way. Inserted catheter into the right atrium (ra) and mapped the ra, then ablation of the cti was performed. After several ablations, the physician pulled the catheter out to introduce a non-boston scientific steerable sheath. When entering the ra, the tip of the catheter got an abnormal curve and was not able to ablate anymore. Physician pulled out the catheter from the patient and noticed the tip had a physical fracture. Catheter was then replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.